Manufacturer narrative:
Literature citation: nagaso, n, et al. Capsule formation can make secondary reconstruction of the dura mater unnecessary after cranial infection; j craniofac surg(tokyo) 2011:22; 84-88.

Event description:
In an article titled "capsule formation can make secondary reconstruction of the dura mater unnecessary after cranial infection" it states a (B)(6) woman had a duraplasty using a ptfe patch. Two months later she developed an infection. Four months after the infection was discovered the patch was removed and the defect was covered with a rectus abdominus muscle flap. No recurrences of infection or complications were observed.